Event description:
Patient underwent cataract surgery on 1999, and implantation of a staar model aa-4203vf intraocular lens in the left eye. During the insertion process the surgeon said the lens entered the eye slightly faster than normal and tore the capsule as it unfolded. The incision was enlarged from 3.0 mm to 5.0 mm and the lens was removed. An anterior vitrectomy was done and another lens implanted. Preop vasc was hand motion, and pressure was 18 mm. Postop day 12 vasc was 20/100 and pressure was 12 mm. Pre-existing conditions include a thick cataract. The patient had a "tiny bit of corneal edema from the vitrectomy which has cleared. Prognosis is great".